Event description:
It was reported that the lower display on the external pulse generator was not visible. The generator was returned for service as well as for annual test and calibration. It was indicated that there was no impact to any patient as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lower display of the lcd (liquid crystal display) is missing segments. Upper and lower cases are broken. The ring is bent.